Manufacturer narrative:
(B)(4). On (B)(6) 2017 applications support manager visited this site and observed 24 eyes with no epithelial issues. Discussed flap lift technique with surgeon. Gelled the system and made adjustments to bed energy and side cut energy to make flap lift easier. Surgeon was pleased with these settings. Technician was putting 3-6 drops of proparacaine in each eye prior to the procedure and after discussion will use one-two drops per eye. Per surgeon epithelial issues are not consistent and occur on young patients and older. Some have corneal dystrophy that would explain the problem but some have no pre-existing conditions. He does not feel the issue is caused by the intralase but feels having an easier flap lift would decrease any epithelial disruption. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and after lifting the flap surgeon noticed loose epithelium in both eyes (ou) (brief description of event: loose epithelium ou - epi debridement ou). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints and after education understood and was ok with performing debridement in both eyes. Patient reported symptoms are not interfering with daily activities. No resolution at this time. Bcva from (B)(6) 2017: right eye pre-op 20/20 -2.75 x -1.00 x 67, left eye pre-op 20/20 -2.25 x -.75 x 80.

Manufacturer narrative:
Correction: on the initial MDR it was indicated that the usage of the device was initial however, this is incorrect the device is a reusable device.

Manufacturer narrative:
During review it was discovered that both fields were inadvertently left blank/not indicated in supplemental report #1. Should have indicated follow-up report type as correction. Should have been checked as the information provided was corrected data pertaining to the initial MDR. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.